Manufacturer narrative:
The device was returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to the following mechanism: 1. A bending force was applied to the insertion portion when removing the device from the tray or during insertion into or removal from the endoscope. 2. When attempting to extend the needle while the insertion portion is bent, the needle tip catches on the bent section of the insertion portion, preventing the needle from extending. 3. While the needle could not be extended, applying additional force in an attempt to force it out caused the needle to pop out from the side of the insertion section. 4. When the needle popped out, damage to the insertion section and deformation of the needle tip occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use aspiration needle to the service center for a separate issue. During the device analysis, the investigator indicates that there was a tear in the sheath, likely due an additional force being applied to the needle causing it to pop out from the side of the insertion section. There was no patient involvement.